Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00080.

Event description:
The patient was revised on (B)(6) 2021, approximately 11 months after the primary surgery on (B)(6) 2021. The revision was due to dislocation resulting from the wear & tear in the humeral cup. The surgeon explanted the standard humeral cup (36/+3) and implanted a stability humeral cup (36/+6).